Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd¿ connector luer lock c35j leaked medication. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample was received for evaluation. Upon visual examination, no defects or leaks were found therefore the leakage through the phaseal membrane could not be verified. In this case, as the lot number is unknown, retained samples and device history record cannot be checked. During manufacturing process, several tests and inspections are carried out to avoid faulty parts. Among them, critical to quality dimensions are measured during molding process with go/no go gauges. During assembly process, the correct welding of the membrane is performed. Leakage test is also carried out. Conclusion: based upon the visual inspection of the sample received and the investigation by the quality team, we were unable to determine the root cause for this incident. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.